Manufacturer narrative:
Subsequently, the device was returned to our post market quality assurance laboratory for analysis. An initial visual inspection of the device case noted no anomalies. All seal plugs were intact, and all set screws were found to be operating normally. A review of events stored in device memory confirmed that an episode of oversensed noise had occurred. The device was then subjected to a series of automated diagnostic tests that verified normal pacing, sensing, and shocking functions. Final analysis concluded that this device likely oversensed air bubbles escaping from the rv seal plug. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that during implant of this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead, oversensed low-amplitude noise was observed on the rv channel, resulting in two inappropriate shocks and asystole of approximately 8-10 seconds. The pocket was closed, but had not been sewn shut at this time. The physician requested a new device. No noise was observed after this new device was attached to the rv lead. The rv lead remains in service with this new device.

Manufacturer narrative:
Available information suggests that this attempted device will be returned for analysis. This event will be updated if any additional information becomes available.